Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observation(s): the instrument had thermal damage to the yaw pulley. There was charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed an electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury.